Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This follow-up report is being submitted to relay additional information. Review of the device history record for 00515047500, lot number 63659510, identified no relevant deviations or anomalies. Product examination could not be performed as there was no product returned for this complaint. This complaint cannot be confirmed. However, the customer claimed that they cut the wire. The reported event claimed that the battery wire of the unit was cut and later on the battery pack became hot and close to combustion. It is known that cutting the wire can create a short circuit within the battery pack. The pulsavac IFU states, ¿do not cut the battery pack cable. Cutting through the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire and/or personal injury.¿ corrective action is in process to directly address customers cutting the battery cable. The root cause of the reported event is that the customer cut the wire. Cutting the wire has the risk of causing a short circuit of the battery pack. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Device was not returned by facility.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Our investigation will be initiated once product is received. Upon completion of the investigation, a follow up /final report will be submitted.

Event description:
It was reported that the unit batteries started to heat up and started to melt and the nurses did cut the wire prior to trying to remove the batteries from the pulsavac pack. No adverse events have been reported as a result of this malfunction.